Manufacturer narrative:
It was noted that there were no ramping numbers and no faded edges on the screen. The pump powered up properly and there was no failed battery test alarm noted during testing. All operating currents are within specifications. The pump passed the displacement test and there was no button error alarm noted. All buttons function properly; however, the pump had moisture on the keypad traces. The pump was received with missing segments due to a cracked zebra connector at the lcd board. The pump had a cracked belt clip slot, a cracked lcd window, cracked battery tube threads, a cracked reservoir tube lip, a minor scratched lcd window, and a cracked case at the display window corners.

Event description:
The customer reported via phone call that he had a keypad anomaly on the insulin pump. Customer's blood glucose was 208 mg/dl at the time of the incident. Customer went to bolus and the numbers were cycling on their own. Customer received a button error after inserting a new battery in the pump. Customer received a failed battery test when he attempted to reinsert the same battery that was used initially. Customer stated that it almost looks like the screen is fading around the edges. Customer stated that the screen looks white but it is not condensation. Customer stated that he would be able to give himself manual shots with humalog. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.